Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that in the middle of the summer they noticed they were going to the bathroom more frequently. The patient added that they had not felt stimulation in a long time. The patient was trying to use their handset to check the status of the ins but they kept getting a "yellow error sign" as they were using their recharger to charge the ins. During the call, the patient was seeing a system error message with code 0x4f9af36f. Agent had the patient press 'restart,' which cleared the error message. Agent had the patient use their communicator to connect to the ins, and the micro my therapy app indicated that a power-on reset (por) was detected. The patient pressed ok, then they could see the status of the ins. Therapy was turned off and the ins battery level was 30%. Agent reviewed that the por would have caused the therapy to turn off. The patient turned therapy on, increased the stimulation level, and confirmed they could feel stimulation comfortably in their bicycle seat area. Agent had the patient start an ins charging session. No issues were found with the wr. Per the recharger app, the recharger had an excellent connection with the ins. The patient mentioned that the belt was too big, noting that they had to wrap it around their waist 3 times. The patient was using a large belt. Agent sent an email to the repair department to request a medium belt.